Event description:
It was reported that while performing ablation of the left atrium for an af treatment, they found the left atrium pressure drastically dropped. This occurred towards the completion of the procedure, when the physician detected a cardiac perforation. The physician had to remove the blood surrounding the heart using ultrasound guided. Following that protamine sulfate was given by bolus method, in order to reverse if, for anticoagulant effects of heparin that is usually given during af procedure. The perforation was sealed which was reflected by left atrium pressure going up and stable. It was unclear at what point the perforation occurred. According to the physician, the pt was recovering well from the perforation.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. No catheter information was provided in regards to the catheter's manufacturer/type/any catheter issues, etc. (B)(4).